Manufacturer narrative:
(B)(4).

Event description:
Procedure type: lung volume reduction. According to the reporter: the reload clamped down on tissue and the stapler could not be opened. Additional staples were fired around the locked down stapler and cut the stuck instrument off. Additional tissue loss occurred. No bleeding reported, no significant delay in operating room time.